Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a sling procedure on (B)(6) 2003 to treat urinary stress incontinence. In 2009, during a colonoscopy, mesh was found to have eroded into the pt's colon, in the cecum, near the ileocecal valve. The pt is currently being evaluated for surgical intervention.